Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be performed due to the unresponsive keypad. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window, cracked belt clip slot, scratched reservoir tube window, missing end cap sticker and stripped battery cap coin slot.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that there were issues with the buttons. The customer did not know the blood glucose reading or recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.